Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) guided the customer to shut down the station using the rear switch. After waiting 10 minutes, the station was restarted, the medication application launched successfully, and the customer was able to log in. The system functioned as intended after the field service engineer had investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all cubie pockets from the drawer 2.2 was failed to open. User tried to recover the drawer, but the issue did not resolve. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.